Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient who underwent breast augmentation revision with two 400cc mentor memorygel breast implants on (B)(6) 2016, suffered left breast capsular contracture that started six month after implantation and progressively got worse. In addition the patient still experience sharp pain, burning and breast being distorted and very visually higher than the right breast. The patient added that a CT scan shows a huge pocket of fluid/blood and it looks like they have a rupture on the implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On november 4, 2020, mentor became aware that the patient also suffered seroma and that the capsular contracture was a baker grade iii. In addition, the patient was also scheduled for implant explantation surgery on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture, material rupture, seroma. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that on (B)(6) 2020, the patient underwent an ultrasound guided cyst aspiration procedure where the result was unsuccessful in getting any fluid aspirated. The patient was recommended for implant removal to retrieve the fluid and a piece of the breast capsule to be tested to pathology. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Mentor also became aware that the patient also had mammography on (B)(6) 2020, where the large complex fluid collection surrounding the entire left implant was also identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 18, 2020, mentor received the following additional information: the patient is currently seeing a breast specialist because the MRI they had done in may came back highly suspicious of anaplastic large cell lymphoma and that they need to have an aspiration done to the test the cells. On september 25, 2020, mentor received the following additional information: the patient was scheduled for the procedure on (B)(6) 2020 and will let mentor know of the results as soon as they get it. Mentor is currently performing follow ups to obtain the test results. If additional information is received, a supplemental report will be submitted. H6 patient code 3191: surgical intervention manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 9, 2021, mentor received additional information from the patient's doctor regarding the patient's current condition. 60cc of fluid from the left breast capsule was sampled and it was negative for cancer, though there was some cd30 positivity reported. The patient is recovering but continues to be plagued by recurrent seromas. The patient will likely need a left capsulectomy in the future. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 22, 2021, july 28, 2021, and august 6, 2021, mentor received additional information indicating that the patient's removed implant was not replaced with a new implant and she still having problems with the left breast due to a recurrent seroma that requires multiple aspirations. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 20, 2020, mentor became aware of the following: MRI results found that the left breast is abnormal in appearance and that there is a large peri-implant fluid collection. The overall size of the fluid and implant is larger than the implant on the right side. Surgical evaluation is recommended for further evaluation. If additional information becomes available, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 25, 2021, mentor received the following additional information: the patient's race is white, the patient has not fully recovered, the patient had replacement device that was a silicone breast implant, had the seroma two months after the date of implantation, and was put on medication for six months. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that the patient met the criteria to rule out the complication of breast implant associated anaplastic large cell lymphoma (bia-alcl). Both implants were explanted. Both implants were intact. The healthcare professional reported that this patient did not have pathological evidence of bia-alcl. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that several additional information were erroneously omitted from the supplemental report (follow up number 6) sent on (B)(6) 2021. Manufacturer¿s reference number: (B)(4) (1)section g. 3. Date received by manufacturer should have been (B)(6) 2021 and report submission due date of (B)(6) 2021. (2) on (B)(6) 2021, mentor became aware that the patient was still dealing with the same issues they had before and that they have two more aspirations and possibly might go back to the hospital to get a drain put back in. (3) on (B)(6) 2021, mentor became aware that the patient underwent capsulectomy and removal only on (B)(6) 2020. In addition, both devices were found to be intact upon removal. The devices were sent to pathology and was tested for bia-alcl and was reported to be negative for cd-30. Mentor also became aware that the devices may not be available for return. (4) update to section h. Medical device problem code: adverse event without identified device or use problem (5) update to section h. Type of investigation: device discarded (6) the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. On (B)(6) 2021, mentor became aware of the following information: the health care professional reported that the patient had a steady and progressive hardening and swelling of the left breast. On (B)(6) 2020, she had ultrasound evidence of seroma, however, the interventional radiology team were not able to access the fluid without risking damaging the breast implant. The healthcare professional deemed the patient fit the criteria of someone who needs to be tested to rule out bia-alcl, so that is when she decided to have the implants explanted and the fluid collected. The patient had a late-onset seroma and the specimens that were collected to rule out bia-alcl were collected only during the explantation of the breast implants. Patient code (3191) for surgical intervention has been removed to capture the events accurately.